Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump received with loud motor noise during rewind due to faulty motor.

Event description:
Customer reported via phone call drive motor anomaly and no delivery alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for no delivery was performed. Customer advised the issue was resolved with a complete infusion set and reservoir change. Troubleshooting for drive motor anomaly was performed. Customer advised the issue remained unresolved and the insulin pump did not function properly. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.